Event description:
It was reported that there are two (2) large volume folfusors that had particle observed inside (unspecified if in tubing or housing/bladder). This was observed during final inspection. A pump contained piperacillin/tazobactam and the other device contained cloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from may 28, 2022 - may 29, 2022. Two (2) actual samples were received for evaluation. Visual inspection was performed using magnification which revealed white particulate matter floating freely in the fluid of the bladder for both samples; the particles were in the fluid path. The floating particles were subsequently removed from the bladder of each device for further identification. The particles were identified to be acrylic material via fourier transform infrared spectroscopy (ftir) test. Acrylic is the material of the stressmember which is located inside the bladder. The reported condition was verified. The cause of the particulate is related to the manufacturing process. A nonconformance has been opened to address this issue. However, the stressmember has a filter which prevents acrylic particles or other particulate matter from moving out of the bladder, downstream of the fluid path to the patient. Particulate matter observed upstream of solution filter (located in the bladder/reservoir) does not have potential to be infused to the patient and therefore it is not likely to cause death/serious injury. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.